Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones due to reaching elective replacement indicator (eri). At the time the device replacement procedure, high out of range pacing impedance measurements were observed on another manufacturer's right atrial (ra) lead. There was a concern the lead had fractured, however a fracture was not visually confirmed. This device was explanted due to normal battery depletion and the ra lead was successfully replaced. No additional adverse patient effects were reported.